Event description:
Esophageal pacing stethoscope was in place. When electrocautery machine was turned on, it caused the pacemaker to be blocked out. Changed out boxes and it recurred. No pt injury resulted.